Manufacturer narrative:
According to the information received, this case seems linked to a skin infection. Skin infections, that appear weeks to years after injection are well-known and documented adverse reactions to hyaluronic acid filler injections. They may manifest as facial oedema and are usually caused by an association of multiple bacteria that invade the wound at the site of injection due to a temporary disruption of the skin barrier. Lack of asepsis during injection and/or posttreatment care and intraoral injections are common etiologies for this complication. In this case the medical expert hypothesized a cross-contamination during mentoplasty touch up and the hyaluronic acid injections. A delayed onset may be related to a biofilm. Common skin colonizing bacteria adhere to the gel and surround themselves with secreted polymers. This process gives rise to a permanent low-grade chronic infection, and it may eventually lead to a chronic granulomatous reaction. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of rha 4 product. Additionally, this rha 4 product is contra indicated into or around sites where other filling implants may be present (in this case mentoplasty). Therefore, this constitutes a misuse for which the safety and performance of the product cannot be guaranteed.

Event description:
This case occured outside of the USA, in spain. The italian affiliate notified teoxane of an adverse event, on 17-jul-2024. A patient was injected : - on (B)(6) 2023, with 0.6 m of teosyal puresense redensity 2 in the dark circles (rc/2407073), - on (B)(6) 2023, with 0.4 ml of rha 2 in the cheeks (rc/2407075), - on (B)(6) 2024, with 0.7 ml of rha 4 in the cheeks, in the chin and piriform (current complaint). It has to be noted that teosyal puresense ultra deep was mentioned as part of the patient injections, but no information could be retrieved at this stage on the exact injection date and sites injected (rc/2407076) in the medical history of the patient, a positive antimitochondrial antibody test isolated (ama), without symptoms was reported. The patient underwent a mentoplasty in 2022. In 2023 the patient requested the removal of the implant by her maxillofacial surgeon and it seems that at the same time she received the hyaluronic acid injections mentioned above (on (B)(6) 2023). On 01-jul-2024, according to the reporter the patient presented with granuloma in the right marionnette line, however this information was not histologically confirmed, and later on, on an unknown date, the patient presented with a facial edema. As medical treatment, the patient was prescribed the following : - on an unknown date, amoxicillin + (unknown quantity) - on (B)(6) 2024, prednisone (unknown quantity), - on (B)(6) 2024, hyaluronidase 1000 ui on (B)(6) 2024, the local medical expert contacted the injector to manage this case. Following this discussion, the medical expert hypothesized a cross-contamination during mentoplasty touch up and the hyaluronic acid injections. The local medical expert recommended to stop amoxicillin and prescribe clarithromycin together with moxifloxacin and hyaluronidase. No further information was received at this stage, therefore the cross contamination was not confirmed.